Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to insulation broken near the terminal pin cap. Also, this lead exhibited pacing impedance high out of range. A new ra lead was implanted. No additional adverse patient effects were reported.